Event description:
The cysto-nephro videoscope was returned to the service center with a report of internal leak when angulating, bubbles at the tip. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the adhesive on the a-rubber bending section had a chip, and due to adhesive peeling of distal end, distal end is not secured were found to be most likely due to a degradation problerm. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.